Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called wanting a piece of metal for her allergist to test to see if she is allergic. Told patient ¿they don¿t do that¿. While on the call she stated she is in pain. Patient had a left & right hip replacement on or about (B)(6). She stated that she has been in chronic pain since day one. Tissue did not adhere to implant, implant moving around, and high levels of chromium and cobalt. Patient had her right hip revised on (B)(6). Patient is still in pain. This is for the revision performed on the patient's right hip.

Manufacturer narrative:
An event regarding loosening (allergic reaction to metal, chronic pain, tissue did not adhere to implant, implant moving around, and high levels of chromium and cobalt) involving a unknown psl shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿the primary harm involved is aseptic loosening of the acetabulum in a primary tha. Inspection of the explanted cup at the time of revision surgery revealed no ingrowth of bone in to or on to the ingrowth surface of the acetabular cup. There are many possible causes for this was but none were identified. All pre-op imaging studies failed to reveal a mechanical complication. Infection work up and surgical pathology both proved negative for infection. No soft tissue destruction, adverse tissue reaction or metallosis was reported intra-operatively. No laboratory evidence of increased cobalt or chromium levels was provided. There is no evidence for obvious defect in the implants or their manufacture.¿ product history review: a product history review could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the investigation concluded that loosening was confirmed and noted in the clinician¿s review in the narrative section that during surgery the acetabular shell was found to be unstable and without any evidence of bony ingrowth or on growth. The root cause could not be determined as there are many possible causes for bone growth in the acetabular but none were identified. As noted in the event description there was no soft tissue destruction, no adverse tissue reaction or metallosis was reported intra-operatively. Infection tests came back negative and there was no laboratory evidence for increased cobalt or chromium levels. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called wanting a piece of metal for her allergist to test to see if she is allergic. Told patient ¿they don¿t do that.¿ while on the call she stated she is in pain. Patient had a left & right hip replacement on or about december, 2014. She stated that she has been in chronic pain since day one. Tissue did not adhere to implant, implant moving around, and high levels of chromium and cobalt. Patient had her right hip revised on (B)(6) 2016. Patient is still in pain. This is for the revision performed on the patient's right hip. Update per medical review: the primary harm involved is aseptic loosening of the acetabulum in a primary tha. Inspection of the explanted cup at the time of revision surgery revealed no ingrowth of bone in to or on to the ingrowth surface of the acetabular cup.

Manufacturer narrative:
Corrected data: date of implant. An event regarding loosening involving a trident shell was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿review of these records confirms aseptic loosening of the acetabulum in a primary tha occurred, however, the root cause cannot be determined. Inspection of the explanted cup at the time of revision surgery revealed no ingrowth of bone in to or on to the ingrowth surface of the acetabular cup. There are many possible causes for this was but none were identified. All pre-op imaging studies failed to reveal a mechanical complication. Laboratory work up and surgical pathology both proved negative for infection. No soft tissue destruction, adverse tissue reaction or metallosis was reported intra-operatively. No laboratory evidence of increased cobalt or chromium levels was provided. There is no evidence for obvious defect in the implants or their manufacture." -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded the aseptic loosening of the acetabulum was confirmed but the root cause could not be determined. Based on the clinician¿s review during the revision it was noted that the explanted shell showed no signs of bone ingrowth. It was determined there are many possible causes for this but none were identified. The clincian also noted, "there is no evidence for obvious defect in the implants or their manufacture." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called wanting a piece of metal for her allergist to test to see if she is allergic. Told patient ¿they don¿t do that¿. While on the call she stated she is in pain. Patient had a left & right hip replacement on or about december, 2014. She stated that she has been in chronic pain since day one. Tissue did not adhere to implant, implant moving around, and high levels of chromium and cobalt. Patient had her right hip revised on (B)(6)2016. Patient is still in pain. This is for the revision performed on the patient's right hip. Update per medical review: the primary harm involved is aseptic loosening of the acetabulum in a primary tha. Inspection of the explanted cup at the time of revision surgery revealed no ingrowth of bone in to or on to the ingrowth surface of the acetabular cup.